Event description:
It was reported that when non-pacemaker dependent patient presented through merlin.net transmission, non-sustained oversensing episodes were observed. Review of transmissions revealed that the right ventricular lead exhibited intermittent loss of capture. Patient was called in clinic and lead dislodgement was noted. On (B)(6) 2017, the lead was repositioned. Patient was stable before, during, and after the procedure.